Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure to receive an hf sensor delivery system. During the procedure, the doctor deployed the sensor in a normal fashion but the sensor did not separate from the delivery catheter. The doctor attempted to pull the delivery catheter out slowly but the sensor followed. The doctor also tried to push and pull but the sensor would not separate. Next, the doctor decided to use a judkins right 4 (jr4) catheter to assist with successfully deploying the sensor. In turn, the sensor was able to be placed in a more distal and ideal location.